Manufacturer narrative:
This report is being provided based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The IFU it is stated: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.

Event description:
During the device inspection of the gastrointestinal videoscope was observed having foreign objects in the air water (a/w) tube. There was no patient involvement.